Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes that there was oil gel globules. The following information was provided by the initial reporter: phase: when testing defect: the machine alarms, and it is found that the separation glue has drifted oil quantity: 1 piece effects: no effect on patients and users.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 video was provided for investigation. The video was reviewed and the indicated failure mode for gel globules in the serum was observed. Additionally, 100 retention samples were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of july 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for oil gel globules based on the video provided. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes that there was oil gel globules. The following information was provided by the initial reporter: phase: when testing defect: the machine alarms, and it is found that the separation glue has drifted oil quantity: 1 piece effects: no effect on patients and users.